Event description:
The reported stated that the surgeon inserted a aq2010v three piece silicone lens and the lens did not sit well in the eye and was unable to suture the lens into place. The incision was enlarged and the lens was cut into pieces to remove from the eye and a suture was required to close the wound.

Manufacturer narrative:
Visual inspection of the returned product showed that one lens haptic is torn off and the lens optic is torn in half. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion - based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.